Event description:
Related manufacturer reference number: (B)(4); related manufacturer reference number: (B)(4). It was reported, that the patient presented in the intensive care room, due to infection. And experiencing abdominal abscess. The physician explanted and replaced the active system pacemaker, right ventricular lead and left ventricular lead. The patient was recovering post procedure. And the condition throughout the procedure was unknown.

Manufacturer narrative:
A device history record (DHR) review was performed. And all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The cause of infection could not be determined. Further information was requested, but not received.